Event description:
It was reported that during a follow up in clinic the device was unable to be interrogated. Loss of pacing was noted. A temporary right ventricle (rv) lead was implanted for stimulation. Later, the device and temporary rv lead were explanted and the device was replaced to resolve the event. The patient was in stable condition.